Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported inflation issue was unable to be confirmed as the balloon inflated without any issues noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue as the balloon inflated without any issues noted. Although a conclusive cause for the reported inflation issue could not be determined, the noted damages appear to be related to operational circumstances of the procedure as it is likely that manipulation and/or mishandling of the device during retraction likely resulted in the noted inner and outer member stretching. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a mildly tortuous and calcified lesion in the circumflex. The 4.0x08mm nc trek balloon dilatation catheter was advanced to the lesion with no resistance. The balloon was inflated to 12 atmospheres; however, the balloon did not inflate. The balloon catheter was removed and replaced with a new one to complete the procedure. Outside the anatomy, the balloon was noted to still be tightly folded. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. Returned device analysis noted the outer and inner members were stretched adjacent to the proximal seal.